Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery. A 24 x 3.00mm promus elite drug eluting stent was advanced for treatment. However, the device was unable to track down the lesion and it was noted that the stent was damaged due to extensive calcification. The device was removed and the procedure was completed with a different device. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR.: a promus elite ous mr 24 x 3.00mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery. A 24 x 3.00mm promus elite drug eluting stent was advanced for treatment. However, the device was unable to track down the lesion and it was noted that the stent was damaged due to extensive calcification. The device was removed and the procedure was completed with a different device. There were no patient complications reported.